Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the product name was sb-0535fc. Lot no. 19k supplementary information was 13. The probe was broken 14 mm from the tip of the probe. There were scratches around the fractured part. The fracture surface was broken starting from the scratch. The DHR with the lot number of the subject device was confirmed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon. (Inspection) ultrasonic output, (inspection) appearance. It is likely occurred the probe was broken by the following mechanism: activated output while the probe tip was contacted hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments. This caused the probe tip was scratched. Kept doing activated output in the state described in "1". This caused the probe tip was applied a load, cracked due to the scratches on the probe tip and the error occurred. Some load was applied to the probe and the probe broke. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the tip probe part broke and fell into the patient's body during a procedure. The broken part has been recovered. The intended procedure was completed with another device. The user facility states that there was an error from the start (code unknown), and then it broke. There was no patient injury reported.